Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 201 mg/dl and the sensor glucose was 45 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer also had blood glucose of 60 mg/dl and sensor glucose reading of 80 mg/dl. The sensor will not be returned for analysis.